Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: the auto-off duration was set to 1 hr for testing purposes. The pump gave the proper audible and visible alert after 1 hr. The auto-off feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 510 mg/dl with no associated symptoms of hyperglycemia. The reporter stated that the patient had remained off of the pump following the alleged issue. The reporter alleged that the pump¿s auto off feature had occurred earlier than it had been programmed to. The reporter reviewed the pump with a customer technical support representative and found that the auto off feature was functioning as programmed. The reporter stated that the patient had slept through the alarm, causing a delay in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of not responding to a pump alarm.